Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracoabdominal aortic aneurysm rupture. The aneurysm size was 103mm. It was reported that during the initial procedure, the aortic branch vessel surgical de-branch procedures have been done and the celiac, superior mesenteric, right and left arteries have been intentionally covered and embolized. The device was not deployed within the thoracic aorta. The patient tolerated the initial procedure. On (B)(6) 2014, the patient experienced the postoperative left groin seroma and underwent the wound vac (vacuum assisted closure). On (B)(6) 2014, the patient had inpatient antibiotics treatment. On (B)(6) 2014, the physician performed for the left groin debridement and sartorious flap placement, closure and skin vac replacement. The patient tolerated the procedure.

Event description:
It was reported that the continued seroma near the bypass graft did not have any infection.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Event description:
The device proximal landing zone was the zone 4 (thoracic descending aorta). It was reported that the seroma was related to the aortic bifem bypass which was done during the initial procedure to repair the infrarenal distal pseudoaneurysm.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specification. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to reoperation.